Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that lamp one (1) and two (2) needs to be replaced. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the table top illuminator lamp needs to be replaced in the system. There was no impact to the surgery or the patient as the customer used the auxiliary illuminator. The company service representative examined the system and found that the lamp was past its rated life. The xenon lamp was replaced to resolve the issue. The company service representative checked that the illuminator functioned as intended. The system was manufactured on march 24, 2010. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the xenon lamp which exceeded its rated life. However, no problem was found with the xenon lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).